Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported outside of a procedure that the tip of the thoracic probe was bent and that the probe was defective. There was no patient involvement.

Manufacturer narrative:
The thoracic probe 9734680 navlock (lot# 180228) was returned for analysis. Analysis found that the returned probe was bent as was reported. There were also impact marks at the back end causing fit issues with the mating tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.